Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action.

Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
The customer stated the doctor checked the tube's cuff before patient use but he/she couldn't deflate the cuff. There was no patient involvement.